Manufacturer narrative:
This report is submitted on july 02, 2019.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin(date not reported). Both topical and oral antibiotics were prescribed.